Event description:
On 03/01/2024, it was reported by an arthrex subsidiary employee via e-mail that an ar-8935l-30s low profile locking screw was not engaging the locking hole of the plate and was spinning. This occurred during the contemplative repair and fixation procedure using a calcaneal fracture plate (ar-8954yl-ss). Drilling was performed using an ar-8935gv (variable drill guide) and an ar-8943-42 (2.5 mm drill) and a plate fixation screw when the screw was not engaging the locking hole of the plate and was spinning. They replaced the screw and used an ar-8935l-28s to complete the case, which was implanted without any problem.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces and/or misaligned insertion.